Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoot the vent and performed all the transducer tests and found the transducer failed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator shows ventilator inop (inoperable), low ve (exhaled minute volume) and xdcr (transducer) fault after completing the self-test. The customer confirmed that there was no patient harm associated with the reported event.